Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient stated experiencing a burning sensation, implant pain, and paralysis from the implantable pulse generator (ipg) of the spinal cord stimulator (scs) system. The patient stated the pain was in the hip and rib cage. The physician stated the were no signs of paralysis, however at the patients' request, the ipg was explanted due to the burning sensation. No additional information.